Event description:
It was reported that during an a-fib procedure, while transseptal was performed, a pericardial effusion occurred and it was confirmed by a transthoracic echocardiogram. A periocardiocentesis was performed without success. A code was called and the patient's chest was opened to remove the fluid. The patient was stabilized and sent to intensive care unit (ICU) for observation. Three attempts have been performed to obtain detailed information regarding the event with no success.

Manufacturer narrative:
Product analysis will not be conducted since according to the customer, the product was disposed. DHR could not be performed since the lot number was not provided by the customer. The following bwi devices were in use: carto 3 system us catalog #: fg540000, serial #: (B)(4); stockert 70 system us catalog #: s7001, serial #: (B)(4); cool flow pump us catalog #: cfp002, serial #: (B)(4); soundstar catheter us catalog #: sndstr10, OEM lot #: unknown. Reprocessed cs catheter. (B)(4)